Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No charge/battery less than expected anomaly, no unexpected restart alarm and no blank display anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and the blank display. The customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm and complete the rewind; however there was again a second recurrence of the unexpected restart alarm during the normal pump use. The customer was advised to discontinue the use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.